Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient reported bent cannulas. The patient said that the issue was observed in 'too many to report' infusion sets stating that the issue occurs consistently. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.